Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that a tampon unraveled inside her and later that same day she was finding little pieces of pledget when wiping after using the bathroom. She did not seek medical attention and did not experience any adverse health effects.